Event description:
It was reported that the pt received a metasul head generic on (B)(6) 2008 and due to pain, the pt underwent revision surgery on (B)(6) 2009.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, for review. The cause for this specific clinical event cannot be ascertained from the info provided. Should additional info become available and/or the device (s) be returned for eval and an investigation result be available, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. Zimmer reference number (B)(4).